Event description:
A caller reported experiencing a cartridge alarm 20 with their device, although this did not cause an adverse impact on the customer's blood glucose level. The issue did not arise during the loading process, and there were no previous reports of this specific alarm with the pump serial number, though there were consecutive cartridge alarms. Technical support confirmed the issue and replaced the pump. The customer will rely on manual insulin.